Event description:
Allegedly, patient suffering mom complications; pain and other discomforts; difficulty conducting activities of daily living; consequences associated with exposure to metal ions; revision surgery - left.

Manufacturer narrative:
This is the same event as 3010536692-2015-00907. (B)(4).